Event description:
The home patient (hp) contacted a technical service representative (tsr) and reported an increased intraperitoneal volume of fluid may have occurred during use of the homechoice cycler for automated peritoneal dialysis (apd) therapy. The hp indicated that 4535ml of fluid was drained during the initial drain. Therapy continued and the hp subsequently lost power in the home during dwell 3 of 4, resulting in a total ultrafiltration for the night of - 2506mls. The hp performed an off-cycler peritoneal dialysis exchange and the volume of fluid manually drained was weighed. The weighed drain bag appeared to contain 3600ml of solution. Follow up with the dialysis center nurse (rn) revealed the rn does feel that any device failure or malfunction had occurred. The rn indicated that the hp performs a manual midday exchange of 2000mls in addition to using the homechoice cycler for adp therapy. The rn suspects the hp did not drain out completely and subsequently they added the fill volume on top of the fluid already in his peritoneum, resulting in an increase intraperitoneal volume of fluid. There was no patient injury or medical intervention as a result of this incident. According to the rn, the hp continues to use the homechoice system for apd therapy without further reported difficulty. Baxter requested the device for evaluation; however, the rn declined to make the device available.

Manufacturer narrative:
.